Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report stated - rupture of the suction cup. Mystic ii,mushroom cup 10057 (B)(4).

Manufacturer narrative:
Investigation: no sample returned. Review DHR. Analysis and findings. Complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 08/29/2019 under work order (B)(4). Manufacturing record review: DHR-270743 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record : service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history attached showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause : root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.

Event description:
Rupture of the suction cup. (B)(6) mystic ii mushroom cup 10057 e-complaint (B)(4).